Event description:
During manufacturer review of a patient's vns programming history, it was noted on (B)(6) 2006 the settings upon interrogation were 1.25ma/30hz/250pulsewidth/14sec on/0.3min off. A partial programming event then occurred and the settings were changed to 0ma/15hz/250pulsewidth/14sec on/0.3min off. A final interrogation was not performed to verify settings. The output current was not corrected until (B)(6) 2007, when the settings were changed to 0.25ma/15hz/250pulsewidth/14sec on/0.3min off.